Manufacturer narrative:
This report is filed april 30, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on october 24, 2013 and the patient was reimplanted with another device during the same surgery. This report is filed december 12, 2013.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.